Event description:
During evaluation of a returned spectrum infusion pump, the device 4 key and a soft key did not function. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the keypad. The keypad will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.